Event description:
Consumer complaint of low blood results. Verified the strips expire 03/31/2015. Customer states that his expected range is 150-200mg/dl. Check memory for previous results:(B)(6), 2:21pm, 100; (B)(6), 10:00am, 120; (B)(6), 7:04am, 128; (B)(6), 12:58pm, 125; (B)(6), 9:26pm, 125; (B)(6), 1:17pm, 123; (B)(6), 7:35am, 135. Customer ran back to back test, 157mg/dl and 151mg/dl.

Manufacturer narrative:
Product not returned for eval. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause: use had an inaccurate reference.